Event description:
The physician was attempting to implant a 2.25mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent in a lesion in the lad that was reported to be calcified and moderately tortuous. It was reported that the stent could not pass the lesion and when the device was removed from the patient, it was noticed that the stent was not on the balloon. The stent was visible in the coronary artery and it was successfully removed using a snare device, and another stent was implanted. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was slightly flared. The stent was not returned with the delivery catheter. There were crimp impressions evident along the length of the balloon. Cine image review: the procedural images confirmed the calcified nature of the target vessel/lesion. No images were provided that show the attempted delivery of a stent device that was withdrawn without deployment. The presence of a dislodged stent in the vessel or the retrieval of the dislodged stent was not shown on the images.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent dislodgement), patient condition affected effectiveness of the device (patient lesion morphology; moderate tortuosity and calcified lesion). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; moderate tortuosity and calcified lesion) FDA, (B)(4).